Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which identified a loose hemostatic valve (hv)and the inability to advance the clip delivery system into the steerable guide catheter. A review of the lot history record was conducted and found no exceptions associated with this lot during manufacturing. A review of the complaint handling database was performed and identified no complaints for loose hv. An expanded review was conducted that identified an issue potentially related to manufacturing. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is being filed because the steerable guide catheter (sgc) was returned with the hemostasis valve bond broken. A broken hemostasis valve bond can contribute to device leaks have the potential to cause or contribute to adverse patient effects. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. After placement of the steerable guide catheter (sgc), the first clip delivery system (cds) 50318u130 was advanced and the clip was deployed without issue. However, during removal of the cds, resistance was met with the sgc. The cds was turned clockwise and counterclockwise and was removed with force from the sgc. The second cds 41212u130 met resistance during advancement into the same sgc; thus the sgc and cds were removed. A new sgc and a new cds were used to successfully complete the procedure, with mr reduced to 1, no adverse patient effects, and no clinically significant delay in the procedure. There was no additional information provided. The sgc was returned with the hemostasis valve bond broken.